Event description:
A surgeon reports a patient experienced unexpected post-op refraction following intraocular lens (iol) implantation. The lens were explanted and replaced. Additional info has been requested.